Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial and right ventricular channels. It was determined that this was due to electromagnetic interference (emi) during an unrelated procedure. Additionally, due to this, a burst of anti-tachycardia pacing (atp) was delivered. No changes were performed. This device remains in service. No further adverse patient effects were reported.